Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited there was a deterioration of the glues of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: bending section cover or distal sheath rubber glues worn out; scope body discolored; cable tube units buckled; video connectors cracked; and color ring missing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 02/29/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that deterioration of objective lens glue occurred due to irregular stress was applied to objective lens glue during device handling by the user olympus will continue to monitor field performance for this device.